Event description:
It was reported that the device was producing an incomplete mesh during allograft skin processing. The cutter gears are also worn. The customer is a cadaver skin bank, therefore there was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-00847.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Review of the most recent repair record for mesher determined the test cut passed. Incomplete meshing could not be duplicated. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-01101.

Event description:
No further event information available at the time of this report.